Manufacturer narrative:
Occupation: administrator/ supervisor, manager complete reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after approximately 12 hours of intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. Troubleshooting did not reveal a cause. A flush system was set up on the fluid lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): health professional? From "no" to "yes". Occupation: rn, msn, nea-bc / clinical manager - ICU & cticu / (B)(6). Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).